Event description:
Customer reports a male undergoing a ureteroscopy for stent placement. The stent has been placed and physician was finishing procedure when there was a loud bang sound. They were no longer able to fluoro or perform digital spot imaging. Physician felt the procedure was completed and no further steps were taken. No reported injuries.

Manufacturer narrative:
Pending manufacturing investigation summary. Upon receipt of the investigation summary, a medwatch 3500a supplemental report will be submitted.